Event description:
It was reported that pump was not charging, would not recognize the charging connection, and shut down so it could not be turned back on. There was no adverse impact to the customer's blood glucose level. Customer tried different charging cables and wall adapters without success, was advised to ensure proper usb insertion to prevent damage, and was told pump would be replaced. The customer reverted to an alternate method of insulin therapy.